Event description:
It was reported there was ischemia/occlusion of treated right superficial femoral artery (sfa). On (B)(6) 2022, a ranger drug-coated balloon was used during a treatment procedure for peripheral arterial disease with claudication. Utilizing roadmap imaging, a glidewire and rubicon crossing catheter were advanced through the sfa occlusion into the popliteal artery. The anterior tibia artery origin was then selected. The wire and catheter were advanced down to the distal anterior tibial artery. Intraluminal position was confirmed by catheter injection. Atherectomy of the sfa, popliteal and proximal anterior tibia artery was then performed with a rotablator 2.0 mm atherectomy device. Balloon angioplasty was then performed, first to the anterior tibia artery with a 3 x 100 mm balloon inflated to full profile for 3 minutes. The popliteal and sfa was then treated with a 4 x 150 mm ranger drug-coated balloon inflated to full profile for 3 minutes. The sfa was then treated with a 5 x 200 mm balloon inflated to full profile for 3 minutes. Final imaging showed an excellent result, with no significant residual stenosis end brisk flow to the foot. On (B)(6) 2022, the patient presented with lower extremity ischemia and occlusion of the treated sfa. Atherectomy of the sfa, popliteal and proximal anterior tibial artery was performed with a rotablator 2.0 mm atherectomy device. Imaging following atherectomy showed a patent but small flow channel. Balloon angioplasty was then performed first to the anterior tibial artery with a 3 x 20 mm balloon inflated for 3 minutes. The popliteal and distal superficial femoral arteries were then treated with a 4 x 200 mm balloon inflated for 3 minutes. Repeat images show a significant residual in stenosis at the proximal occlusion cap in the distal sfa. An eluvia drug-eluting stent was deployed in standard fashion in the distal sfa, and post-dilated with a 5 x 150 mm balloon. Final imaging showed an excellent result with no residual stenosis and brisk flow to the foot.